Event description:
The pt rec'd a scs system including an ipg and two percutaneous leads. It was reported that the pt has not been able to increase stimulation from her system. An xray was taken which confirmed proper position of the leads and that all system connections were intact. Reprogramming was attempted but one lead measured with low impedances. The physician explanted the lead on. The explanted lead was not returned to the manufacturer for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history. (B)(4).